Event description:
A sales representative visiting the customer site reported that a new installation of a cell-dyn emerald analyzer was completed. Quality control and precision testing had passed. The customer then started to use the analyzer and reported that patient samples had generated low hemoglobin results that did not fit the clinical picture. The samples were repeated on another analyzer (cell-dyn 1800), yielding expected results in the normal range that were reported out of the lab with no adverse impact to patient management. Please note: another patient sample had generated initially low results and was repeated, yielding higher/expected results. No specific data was provided on this patient. No adverse impact to patient management was reported related to this issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.